Manufacturer narrative:
A specific root cause could not be identified. No adverse events were alleged regarding the event.

Event description:
The user received questionable calcium results for three patient samples of which one was discrepant. The original results for this sample were 10.89 and 11.30 mg/dl. After recalibration and quality control, the repeat results were 8.6 and 8.9 mg/dl. The samples were sent to another laboratory for analysis and the result for this sample was 8.7 mg/dl. A result of 10.9 mg/dl had been reported outside the laboratory. The doctor was notified and the patients were not treated based upon the original reported results. The user stated she will be issuing corrective reports. The calcium reagent lot number was 62802801. The field service representative stated prior to his arrival, the instrument was recalibrated with a new reagent cassette and quality control was run with results on the assay mean.